Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated an alert 60 indicating a bluetooth communications error, which persisted after a restart, and the patient was instructed to replace the device and use backup therapy until a replacement arrived. Symptoms included no adverse clinical effects, and blood glucose remained stable at 150 mg/dl. Outcomes included temporary interruption of automated therapy without medical intervention. The device was returned for evaluation. Preliminary investigation of this case revealed a persistent communication failure consistent with a ble board communications error that did not resolve with a reboot, necessitating device replacement. The device failed to display the bluetooth version, and the ble bootloader showed 0.0.0 in the "about menu". After the hoverboard was replaced, the device retrieved both addresses in the "about menu" and operated without further issues. The bluetooth address displaying as 0.0.0 was due to a defective u4 chip, and the discoloration observed around the u4 chip could indicate it was faulty. The customer's complaint was confirmed.